Manufacturer narrative:
(B)(4). The drill bits are broken at the root of the fluting. The broken pieces were not returned. The fracture appearance is ductile. No defect was found at the level of the breakage. This kind of failure is consistent with an over-torque of the instrument during use. With the available information the origin of the over-load has not been determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during the disc replacement procedure, the drill bit broke off during the drilling step. A back up drill used but it broke as well. The broken pieces were removed using forceps but one broken piece was sucked into the blood collection device. An x-ray of area was performed to ensure that the broken pieces were removed. The patient was unharmed and the surgeon is pleased with the outcome.